Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis device was removed on an unknown date due to infection. An ambicor penile prosthesis was implanted on a (B)(6) 2018.